Event description:
It was reported during a procedure the cable tensioner would not tension the 1.0mm and 1.7mm cables. No other information is available other than the event did not contribute to a death or serious injury. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No service history review can be performed as this is a lot controlled item. The manufacture date of this item is 9-mar-2010. The source of the manufacture date is the release to warehouse date. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the item was not tensioning anymore. The repair technician reported adjustment needed as the reason for repair. The cause of the issue is unknown. The device was sent to the vendor for repair. This item passed synthes final inspection and was returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon had to use k-wires instead since the cable tensioner would not tension. There was a ten minute delay; there was no patient harm. The procedure was completed successfully.